Event description:
It was reported through a literature article that an angio-seal sts was selected for use following a neurointerventional procedure for a superficial femoral artery puncture. The pt experienced persistent bleeding and a blood transfusion was required. The incident date is between 2005 and 2006. The physician who deployed the angio-seal was unk. The pt was given 300mg of aspirin and 75mg clopidogrel after administration of a loading dose of 300-450mg prior to the stenting procedure which was to be continued after treatment. Intravenous administration of heparin with close monitoring of activated coagulation time (act) was given during the procedure. The literature article was the safety and efficacy of the angio-seal closure device in diagnostic and interventional neuroangiography setting: a single-center experience with 1,443 pts.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions - should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.